Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d6b partial explant date: (B)(6) 2024 was provided.

Event description:
Healthcare professional reported "rupture" and "inflammation" revealed via mammogram. This record is for the left -side. Device has been explanted.